Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation. Upon visual inspection, the blood chamber spike was damaged and the reported condition was confirmed. The cause of this condition was attributed from the supplier's end. This is a product not distributed in the us and does not have a 510k number. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The root cause of the reported condition is unknown. This issue has been escalated to CAPA.

Event description:
A customer reported to baxter (B)(4) of a blood set that had a broken piece of plastic found in the set. The customer stated a white plastic component at the bottom of spike broke from the set itself. The customer did not advise whether the broken piece was located in packaging or set itself. There was no patient involvement or medical intervention reported. No additional information is available.